Manufacturer narrative:
Image review: the image is of three 6f launcher guide catheters devices in their sterile sleeve packaging. Due to the quality of the image the lot numbers are not clear enough to read. The reported malfunction cannot be confirmed from the image provided. Additional information: the device were not flushed prior to use. A radial approach was used. The device was not excessively torqued. The same y valve was used on the three launcher guide catheters. There was no damage noted to the threading of the luer of the device. The same y valve was used on the final replacement launcher guide catheter. Initial reporter details provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only.correction to section d4: unique identifier (UDI)#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: one 6 fr launcher guide catheter was received for analysis. A kink was evident to the curve of the distal tip. The y-valve used in the procedure did not return for analysis. An in-house y-valve was connected to the guide catheter. A syringe was used to flush the in-house y-valve and guide catheter with water. No leak was observed at the luer of the device. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis update: eight still images were received for analysis. Image one shows seven 6f launchers in sealed sterile sleeves. These launchers appear unused and unopened. Image two shows three 6f launchers in opened sterile sleeves. Blood is visible on one of the launchers sterile sleeves. Images three, four and five show the luer of three launcher devices inside sterile sleeves. Blood is visible on the luer and strain relief of one of the launcher devices. Images six, seven and eight show three sterile sleeves of 6f launcher devices. The lot number can be confirmed from these images and is the same for all three launcher devices. Lot number: 226584698. Dried blood is visible on one of the sterile sleeves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use three launcher 6f guide catheters during a procedure. The devices were inspected with no issues noted. The devices were prepped per IFU with no issues noted. Resistance was not encountered when advancing the devices. Excessive force was not used during insertion/delivery. It was reported that a leak occurred at the luer of the guide catheters. It was detailed that a blood leak occurred after the first guide catheter was inserted into the y value. During the same surgery, a blood leak occurred when the next two guide catheters of the same batch were used sequentially. There was no damage at the leak site. It was noted that no blood leak occurred from a replacement launcher guide catheter from a different batch. The patient is alive with no injury.